Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies to address blockage. Customer's blood glucose was within range. As the pump supplies were changed, a cause of the blockage could not be determined.